Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect total b-hcg result on a (B)(6) year old female patient. The results generated: sid (B)(6) = 41.35 miu/ml (>/=25.00 miu/ml) = positive) / retested = <1.2 miu/ml (</= 5.0 miu/ml = negative) / ultrasound = negative. No impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system were performed. The fse replaced the pressure monitor sensor which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the pressure monitor sensor was replaced by the fse. The architect systems operations manual addresses operational precautions and limitations; and addresses sample results observed problems for elevated concentration and erratic results, including, but not limited to the troubleshooting performed by service. A review of the architect i2000sr platform and the associated replacement part tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency was identified.